Event description:
It was reported when using the pyxis anesthesia es system pn-a-mg-1 - matrix drawer failed. The customer stated that when the drawer was opened, a typical "map" of the drawer would appear, allowing users to select the medication from that interface; however, this functionality was not operational in drawer 2.1. The other drawers were currently functioning properly, enabling users to select medications by entering the medication name into the search function. A reboot has been performed by the certified registered nurse anesthetist. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer would not open. A field service engineer found a damaged retractor band and replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.